Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As the result of evaluation, it was found that both the probe and the grasping section had contact marks with each other. The proximal side of the tissue pad was severely worn. The manufacturing record was reviewed with no irregularities noted. This type of the event is most likely related to the operator¿s technique. Based on the past similar cases, it was known that the proximal side of the tissue pad was damaged since the user activated output while the distal end of the probe was grasping thick hard tissue. The instruction manual of the device has already warned as follows; do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, positioning the tissue, twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the sonicbeat instrument, and then activate. Otherwise, it may cause the deforming/spliting/protruding of tissue pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity.

Event description:
During a laparoscopic myomectomy, the subject device was used. Probe damage error occurred. The procedure was completed with another device. There was no patient injury reported. As a result of evaluation of olympus medical systems corp. (Omsc) on (B)(6) 2017, omsc found that the tissue pad was severely worn. This report is regarding the severe wearing of the tissue pad.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".